Manufacturer narrative:
H.6. Investigation: bd received 10 samples for investigation. The samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and the issue of underfill of was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA#260774).

Event description:
It was reported during use the bd vacutainer® edta 2k experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer complained the edta tube didn't draw enough volume of blood, the customer asked for investigation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® edta 2k experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer complained the edta tube didn't draw enough volume of blood, the customer asked for investigation.